Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reporter did not report that the device powered off unexpectedly by itself. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third-party service agent contacted ventec to report that while performing preventative maintenance activities on the device, that it would unexpectedly power off by itself when powered on. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.